Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Corrections have been made to h.6: type of investigation, investigation findings, and investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The complaints for unable to track system through anatomy, and difficulty or inability to withdraw system with valve through vasculature were unable to be confirmed based on lack of returned device or relevant imagery. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of the instructions for use (IFU) and training manuals revealed no deficiencies. As reported, ''there was an abdominal stent that the valve was stuck on,'' and ''the physician could not advance or remove the valve.'' Patient factors such as pre-existing vascular stent may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking/crossing and withdrawal. A definitive root cause was unable to be determined at this time. However, available information suggests patient factors (interaction with pre-existing vascular stent) contributed to the reported event. Per the edwards technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 23 mm sapien 3 ultra resilia (s3ur) valve, while advancing the first 23mm s3ur out of the 14fr esheath it was getting stuck in the abdominal aorta. It was initially thought that it was caught on calcium but with further investigation, there was an abdominal stent that the valve was stuck on. The physician could not advance or remove the valve and it was decided to deploy the valve in the distal abdominal aorta. A vbx stent was then placed over the valve to prevent the leaflets from limiting flow. The physician then proceeded by removing the 14fr esheath, inserting a 16fr esheath and successfully deploying a 23mm s3ur in the aortic valve. No patient complications were reported.

Manufacturer narrative:
Investigation is ongoing.